Manufacturer narrative:
Concomitant: product ID 39565-65, serial# (B)(4), implanted: 2015-(B)(6), product type lead. Product ID 97740, serial# (B)(4). Product type programmer, patient, product ID 97754, serial# (B)(4), product type recharger. (B)(4)

Event description:
The patient had a paddle revision on (B)(6) due to lack of right sided coverage. Impedance testing, x-rays, and reprogramming was performed. Impedances were normal and reprogramming did not help. New placement provided bilateral coverage. No new product used so nothing will be returned. No alleged product issue. If additional information is received, a follow up report will be sent.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that ¿the device has never really been very good for her¿ since implant. The patient has scar tissue, and part of the ¿fact¿ is that the scar tissue was in the way. The patient was under the impression that the device was only for one place, and it appeared that the patient has several back problems. The device had been surgically moved and the manufacturer representative has tried to reset it at the health care provider¿s office several times as steps taken to resolve the issue of the device not targeting where it was supposed to and the device ¿never having been good for the patient.¿ starting at the end of 2016, the patient stated that now the ¿buzz buzz¿ was going down her thighs and the pain in her back was getting worse. The patient noted that it was like it had shifted, but no trauma or fall was reported to be related to the issue. The health care provider had told the patient to have a manufacturer representative readjust ¿it¿ because it was not hitting where it was supposed to starting in (B)(6) of 2017. It had not since she got it, but it has been getting worse now. It was also stated that the health care provider wanted the manufacturer representative to ¿move it.¿ the device not targeting where it was supposed to and not being very good has not resolved, and it has been getting worse. It¿s very sore around the box area and other parts of her lower back and hips hurt. Pain shots don¿t help the patient anymore. No further complications were reported or anticipated.